Manufacturer narrative:
The investigation for the reported ventricular tachycardia (vt) has been completed. The device nor sufficient clinical information was returned for evaluation. Therefore, the root cause of the vt could not be determined.

Event description:
The complainant reported that a 63-year-old patient on impella 5.5 support had multiple runs of ventricular tachycardia. The impella was oriented towards the septum. Placement was verified with echocardiogram. The pump was repositioned and the issue resolved. The device was not removed as a result and the patient remains on support.

Manufacturer narrative:
A.5 is unknown. The impella device was not received from the customer and therefore,¿an evaluation of the device was not possible. Upon investigation closure, a supplemental manufacturer device report will be filed.